Event description:
It was reported that the programmer is taking longer than normal to boot. It boots to normal screen, the screen goes grey, and a message appears that the programmer will boot in 30 seconds. Technical services suggested the programmer be returned to the manufacture for service. There was no indication of patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.